Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: dzl. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that one screw (04.503.205.01s) out of 4 could not be inserted to mandibular during ssro surgery. The surgery was completed without problem by using a new screw. It was unknown whether there was a surgical delay or not and there was no harm to the patient. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 3); unknown insertion instrument (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).